Event description:
During an in-clinic follow-up, under-sensing was observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.